Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The following complaint device(s) was received by customer quality (cq): one zero-p va implant 6mm height lordotic-sterile (part number: 04.647.126s, lot number: l181002, mfg date: 07nov2016). A visual inspection, functional test and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned zero-p va implant is part of the zero-p va system and is a stand-alone implant for use in cervical interbody fusion which combines the functionality of a peek interbody spacer and the benefits of a plate which can be secured using variable angle screws per relevant technique guide. The complaint condition was confirmed as the returned implant was functionally tested and the spacer easily separated from the plate. There was no sign of damage which would have contributed to the complaint condition. The complaint condition was able to be replicated. Relevant drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be determined however as stated in the technique guide that osteophytes in the surgical site that prevent desired positioning of trial spacers are recommended to be removed before implant insertion. Two possible contributing factors which could have impacted the complaint condition include rough handling of the implant by the surgeon and/or attempted insertion of an implant into a surgical space which was unfit for spacer insertion, which could have placed undue stresses on the spacer/plate assembly and caused them to separate. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identification: (B)(6). UDI: (B)(4). Implant and explant dates: device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture location: synthes (B)(4). Manufacture date: november 7, 2016. Expiration date: november 1, 2016 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical interbody fusion (acif) procedure at levels c5-c6, the zero-profile variable angle (va) cervical plate - peek spacer device fell apart upon insertion. The plate and the peek spacer separated into two individual pieces. There were no fragments generated when the implant fell apart. No screws had been inserted yet. The surgeon easily retrieved the two parts of the implant and removed them from the field. Another zero-p va implant was available to use. There was a five-minute delay. The surgery was successfully completed, with no reported harm to the patient. The patient's condition following surgery was reportedly stable. Concomitant device reported: implant inserter handle (part number unknown, lot number unknown, qty.1). This report is for one (1) zero-p va implant. (B)(4).